Event description:
It was reported that in (B)(6) of 2011 the patient was told that her battery was low and would need to be replaced, but it was still functioning properly at that time. The patient then experienced loss of therapeutic effect as the battery needed to be replaced. The patient was unable to completely empty their bladder and had an increase in urinary tract infections. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: product typ extension product ID 3093-28 lot# j0455139v serial# implanted: 2004-(B)(6) explanted: product typ lead product ID 3031a lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: product typ programmer, patient. (B)(4).